Manufacturer narrative:
During the final inspection and servicing at zoll, the returned autopulse platform ( (B)(4) ) repeatedly failed functional testing and displayed user advisory (ua)17 (max motor on time exceeded during active operation) error messages. The root cause was the defective drivetrain motor, likely attributed to wear and tear. The autopulse platform was manufactured in may 2010, and it is almost 11 years old, well beyond its expected service life of 5 years. However, user mishandling cannot be ruled out as there was no documented report showing that annual preventative maintenance (pm) was performed. The drivetrain motor was replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the observed ua17 error. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was replaced to remedy the problem. Visual inspection of the returned platform was performed. It was noted that the front and bottom enclosures had multiple cracks at their screw well areas. It was also noted that one of the head restraint wires was cut/broken off. The cut head restraint does not render the autopulse platform non-functional. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. All the damaged covers were replaced to address the issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported issue, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During servicing of the autopulse platform ( (B)(4) ), the platform repeatedly failed functional testing and displayed user advisory (ua)17 (max motor on time exceeded during active operation) error messages. No patient involvement.